Event description:
It was also reported that the pt acquired a post-operative wound infection following a pocket revision in 2008. The reason for the pocket revision was not reported. The pump and catheter were removed; final pt outcome was not reported.